Event description:
The reporter stated that the total wrist fusion plate broke after it was implanted. The plate, screws and locking caps were removed in a revision surgery. There was no trauma associated with the breakage.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.